Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event "a distal cover fell off into patient¿s hypopharynx during procedure." Occurred due to the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. Subsequently, the cover was easy to come off the scope. - attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. However, the root cause of the suggested event could not be identified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A3 was inadvertently selected. The reporter did not identify which scope was used; therefore, evis exera iii duodenovideoscope model tjf-q190v was chosen as a representative device and single use distal cover as a representative device for concomitant medical device. This report has been submitted by the importer under this MDR report number 2429304-2023-00386.

Event description:
Olympus received a medwatch from the FDA indicating during an endoscopic gastroduodenoscopy for diagnostic surveillance for duodenal tubulovillous adenomas, the single use distal cover fell of the duodenovideoscope while removing it and entered the patient's trachea, resulting in partial airway obstruction. It was later reported that the cover created an almost complete airway obstruction. Initially the patient was not under general anesthesia, but general anesthesia was initiated for an urgent flexible bronchoscopy by a pulmonologist to retrieve the cover. The patient was also scheduled for a colonoscopy that same day; therefore, resulting in a delay. After the bronchoscopy, the colonoscopy procedure was completed. The reporter also indicated the same type of flexible, disposable cap that was recently started at his institution, came off in another procedure and dropped into the hypopharynx of that patient. This complaint requires 4 reports. The related patient identifiers are as follows: two reports represent the initial reported event of the cap falling into the patients trachea (patient 1 of 2). (B)(6) represents evis exera iii duodenovideoscope. (B)(6) represents the single use distal cover. Two reports represent the reporters similar event of the cap falling into a patients hypopharynx (patient 2 of 2). (B)(6) represents evis exera iii duodenovideoscope. (B)(6) represents single use distal cover. This medwatch represents patient 2 of 2 for patient identifier (B)(6), evis exera iii duodenovideoscope.